Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) monitor display has problem . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6- type of investigation code, investigation findings code, component code, , h11 a getinge field service engineer (fse) evaluated the unit and confirmed the problem. The fse disassembled the display and checked all connections. Found connection of display was loose. The fse re-connected the cable. Functional checks according factory specifications were performed. Return machine to customer for clinical use.

Event description:
N/a